Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was performed to treat a lesion in the right coronary artery (rca) with mild calcification and moderate tortuosity. Pre-dilation was performed with an unspecified 2.50x12mm balloon dilatation catheter. The 3.0x48mm xience xpedition stent was implanted at 11 atmospheres. Post dilation was performed using an unspecified 3.0x12mm non-compliant balloon dilatation catheter, inflated to 18 atmospheres, and a distal edge dissection was noted. A 2.75x15mm xience sierra stent was implanted as treatment of the dissection. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.